Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch# hjs557 exp date: 07/31/2019, MFR date: 08/01/2014. Batch# gdx556 exp. Date: 01/31/2018, MFR. Date: 04/01/2013. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. Additional information was requested and the following was obtained: the holes were in the foil outer packaging. Were there holes/tears in the sterile primary packaging? Were there holes/tears/punctures in the tyvek the compromised sterility (open or incomplete seal)?

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the suture was used. It was also reported that the holes were in the foil outer packaging. Another like device was opened to complete the procedure.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. The foil was examined for visual inspection and it was observed many wrinkles in the top and bottom foil. The foil was examined and an aperture was found on the bottom foil and pleat was observed together. Also, there are several holes on the bottom foil and the holes are from outside to inside. The sample had undergone excessive handling. According the sample condition, suggests an improper handling of the sample.